Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported having an issue with the closing the gap in the front because it keeps opening back up when there's down time from my aligners. Now there is a piece of gum tissue stuck in between the gap that is stopping the teeth from closing. The patient also stated having bone loss and doesn't think byte was a good fit.